Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and associated lead was seen in the emergency room. The system displayed oversensing of atrial activity that lead to pacing inhibition. There was also high shock impedance recorded. It was suspected that calcification on the lead was contributing to the clinical observation. The local boston scientific field representative did not have any further information regarding this event. There were no adverse patient effects reported.

Event description:
Subsequent information indicated that this patient's right ventricular (rv) lead is no longer in service. The device remains in service. There were no additional adverse patient effects reported.